Event description:
Cautery pencils used from lot# 110815-5, x2 with settings at usual 60 cut/60 coag, burned physician's gloves when using same. The first cautery pencil used (saved post-op and numbered 1) burned a hole in doctor's top glove. The replacement cautery pencil (saved and numbered 2) actually caused a 'flame' (seen by doctor) and burned through his top and bottom gloves worn (right longest/mid finger).